Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported that the insulin pump alarmed failed self-test. In the alarm history the failed self-test alarm appeared six times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.